Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle libre 2 app. As a result, the customer had a loss of consciousness and was provided oral glucose and an injection of glucagon by a family member, and an additional injection of glucagon by emergency services. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. Smartphone compatibility for xiaomi m2007j20pg device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "2 months ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.